Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the mechanism did not fully engage as the clip did not close fully. Case completed with same like device. No patient consequences.